Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2021: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 22-mar-2023, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine drug (15 mg/ml at 7.54 mg/day) via an implantable pump. It was reported that the patient notified the physician that he continued to have pain and at his refills with pentec (infusion comp any), the actual volume was greater the expected volume. The physician will do dye study on 2025-08-21. The company representative (rep) was notified approximately 4 days prior to the dye study that they would be covering the event. There were no known environment al/external/patient factors that may have led or contributed to the issue. The issue was not resolved. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via the company representative who reported that the cause for the patient¿s pain and volume discrepancy was not determined. The catheter dye study was done by the physician. Dye flowed easily through the catheter and was dispersed at the tip. Pictures were taken along the catheter, and no dye was noted leaking. The patient was meeting with the healthcare provider to discuss other possibilities to help with the pain.